Manufacturer narrative:
The customer contacted siemens to report that two falsely depressed cardiac troponin (tnih) test results were obtained for the same patient from a dimension exl with loci module instrument. Siemens regional support center (rsc) evaluated the available data and found the instrument was posting cuvette errors and that the operator replaced the heat torch. The tnih test does not depend on cuvette formation for testing. An 853 error "temperature out of range (loci detector temperature low)" was posted after the tnih test results were generated. The cause of the falsely depressed troponin test results is unknown. Factors such as sample integrity or short reagent sample aspiration potentially contributed to the falsely depressed tnih test results. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Two falsely depressed cardiac troponin (tnih) test results were obtained for the same patient from a dimension exl with loci module instrument. The first sample that was drawn and tested from the patient gave an elevated tnih test result. The test result from this sample was reported to a physician(s). A second sample was drawn from the same patient and the initial test result was falsely depressed. This test result was not reported to a physician(s). Both samples were then repeated, and elevated tnih test results were confirmed. The second repeat from the second sample was reported to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih results.